Manufacturer narrative:
(B)(4). Batch # n56h4k. The analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: with regard to this statement "the surgeon said there was about 1 hour delay in the procedure, some difficult bleeding, but no adverse effects to the patient, at present." Can you please explain the detail around the 1 hour delay? As well, you stated there was difficult bleeding. How much blood loss was there (mls)? How was the bleeding controlled? Was a transfusion required? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Please be advised that the product specialist is unable to obtain any further information regarding this case.

Manufacturer narrative:
(B)(4). Date sent: 3/10/2017. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information: the following information have also been received by the sales rep. From discussion with the surgeon and the surgical assistant. It further appears the vessel was placed too far distal in the jaws, on one side of the stapler beyond both the cut and stapler line markings. There are formed staples visible proximal to the vessel. Once stapler was removed from the patient, the surgeons/assistant made attempts to, and finally managed to, open the stapler. Therefore, it may not be possible to determine where the knife blade was located when the stapler could not be opened while in use in the patient. Following firing the stapler over the renal vein, the stapler could not be opened, and thus not removed from the vessel. Therefore, the vessel had to be clipped and cut, to ensure the vessel was safely ligated and transected. The stapler could then be removed from the patient (still closed over the transected vessel). The surgeon said there was about 1 hour delay in the procedure, some difficult bleeding, but no adverse effects to the patient, at present. Once the stapler was removed from the patient, the surgeon/assistant made attempts to, and finally managed to open the stapler. It appears they did not need to use the reverse knife to do so, but this is a little unclear. They said they did not dare to try reversing the knife blade while the stapler was still placed over the vessel in the patient. Thus, it may not possible to determine where the knife blade was located when the stapler could not be opened, unless this is visible in the tissue still present in the device. The following information was requested, but unavailable: more specifically, with regard to this statement "the surgeon said there was about 1 hour delay in the procedure, some difficult bleeding, but no adverse effects to the patient, at present." Can you please explain the detail around the 1 hour delay? As well, you stated there was difficult bleeding. How much blood loss was there (mls)? How was the bleeding controlled? Was a transfusion required? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a robotic nephrectomy procedure, the stapler would not open after firing the stapler over the vessel. To take the stapler out of the patient, the vessel had to be cut by another device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: two pictures were received; first picture show the anvil part of a pve35a device with a cartridge loaded, tissue can be appreciated between the cartridge and the anvil. Second picture show a closer view of an anvil part of a pve35a device with a cartridge loaded, tissue can be appreciated between the cartridge and the anvil, and staples in proper b-form shape can be seen. It is possible that the device was clamped over an excess of tissue, not allowing the device to open. Based on the photo alone the event describe is confirmed, unfortunately, there is not enough evidence in the photo to determine root cause. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.